Manufacturer narrative:
The reason for this revision surgery was reported as loosening on patient's fall. The previous surgery and the revision detailed in this investigation occurred over 1 years and 7 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr), ncmr #38827, in the main part #351-02-108, djo empowr kneetm, fin bp, np 8r, which documents nonconformance that out of 20 quantities lot, 1 part was scrapped due to sharp edge on the top of baseplate. All other items in the lot were met with the design, fit and function requirements. The device and its applicable concomitant devices were within its respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. The root cause of this complaint was a revision surgery due to loosening on patient's fall. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. Agent has clearly mentioned that "patient fell which loosened the tibia", it seems that the event may possibly occurred due to patient noncompliance to medical activities, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient fell which loosen the tibia.